Event description:
An event involving a cadd cleo infusion set was reported in which the patient received a line block alarm and checked the tubing and site. The patient¿s glucose level increased to 400 mg/dl, and upon inspection, the cannula was found to be bent with blood present at the site. The patient changed the site to resolve the issue. The line block alarm due to the bent cannula and blood at the site contributed to the high glucose event. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.